Event description:
It was reported, after insertion of nail and lag screw, the surgeon pushed the set screw and tightened according to the op technique. The u-blade was inserted through the lag screw guide sleeve. The surgeon reported having some problems introducing the u-blade into the lag screw but then he felt that the u-blade glided into the lag screw. The doctor took the u-blade inserter and activated it hard until it stopped. While trying to fasten the end cap, it was understood that something happened, while the doctor disassembled the u-blade connector. The u-blade was broken, the surgeon took it out and continued the surgery with the distal locking.

Manufacturer narrative:
It is not known if the device will be returned for evaluation. If the device or additional information becomes available, it will be submitted on a supplemental report.